Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/22/2020. Additional h3 investigation summary: it was reported that the suture snapped while surgeon started stitching. Broke off at the swage area. It was received for analysis an empty labeled winding former, a detached needle and a suture piece of product code vcp347h. During the visual inspection of the needle, the swage and attachment area were as expected, and remnant of the suture was noted into the barrel hole and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In addition, the ends of the suture were cut appears to be by use of the surgical instrument. The condition of the sample received indicate an improper handling of the device. The manufacturing records couldn't be reviewed as the batch number is unknown. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/28/2020. Additional information was requested and the following was obtained: 1. Procedure/surgery name answer: lower segment cesarian section (lscs) 2. Procedure date and event date answer: (B)(6) 2020 3. What is the lot number? Answer: lot number unknown. Nurses did not keep the outer packaging. 4. Were there any patient consequences due to the event? Answer: besides a slight delay in the surgery due to the broken suture, nothing major happened to the patient during the surgery. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). The manufacturing records couldn't be reviewed as the batch number is unknown summary: a picture was received for evaluation. It was reported suture snapped while surgeon started stitching. Broke off at the swage area. Upon to visual inspection of picture, an empty labeled winding former, a detached needle, and a dispensed suture of product code vcp347 could be observed. No conclusion could be reached as on what caused the suture snapped, since the sample was not returned for analysis. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences due to the event? What was the initial procedure? What is the event day and procedure date? What is the lot number? Device return follow up.

Event description:
It was reported that the patient underwent an unknown surgery in 2020 and the suture was used. During the procedure, the suture snapped while surgeon started stitching, broke off at the swage area. Additional information has been requested.